Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was as high as 530 mg/dl and the cause was not known. The ketone level was large. Correction boluses were delivered and the pump supplies were changed to address the high bg. The pump history showed that all boluses were successfully delivered and there were no alerts or alarms. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.